Event description:
It was reported that upon interrogation at a follow-up appointment, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Boston scientific technical services was contacted and suggested an emergent device replacement procedure to ensure therapy delivery, as the patient could be pacemaker-dependent. At this time, the crt-p remains implanted and in-service. No adverse patient effects were reported.